Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. The impact on the customer's blood glucose level was not reported, and the customer declined to answer whether it exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if any further issues arose.